Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic and severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (she underwent transvaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: the case is incident. Reporter information was added. Essure insertion date was updated. Essure removal date was added. Previously reported event: injuries to herself was updated to more specified events: chronic and severe pelvic pain and menometrorrhagia. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage, some fragments embedded in the tissue'), embedded device ('one of the coils was embedded in the tubes in the tissue') and pelvic pain ('chronic and severe pelvic pain') in a 31-year-old female patient who had essure (batch no. 2060-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included body mass index normal. Previously administered products included for prevent pregnancy: medroxyprogesterone from (B)(6)2010 to (B)(6)2010, loestrin in 2009 and ortho tri-cyclen from 2007 to 2009; for an unreported indication: carisoprodol in 2009. Concurrent conditions included cervical dysplasia, traumatic brain injury, dysplasia, human papilloma virus infection and chronic cervicitis. Concomitant products included antibiotics since (B)(6)2012 to 2014, hydrocortisone from october 2012 to (B)(6)2017, ibuprofen (motrin) since 2009, medroxyprogesterone from (B)(6)2010 to (B)(6)2011, methocarbamol since (B)(6)2015, metronidazole-(B)(6)2011 to 2017, nabumetone from 2009 to 2017 and naproxen (B)(6)2015 to 2015. In (B)(6)2012, the patient experienced allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), abdominal distension ("extreme bloating"), migraine ("migraines / headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In (B)(6)2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash / skin condition\rashes or skin conditions type: rashes"), mood swings ("mood swings"), urinary tract infection ("urinary tract infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), micturition urgency ("urgency to urinate"), teeth brittle ("dental problems- brittle teeth") and fatigue ("fatigue"). In (B)(6)2014, the patient experienced gastrointestinal motility disorder ("abnormal bowel movements"). In (B)(6)2015, the patient was found to have uterine leiomyoma ("fibroids"). In (B)(6)2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient experienced trichomoniasis ("trichomoniasis"). On (B)(6)2017, the patient experienced sciatica ("sciatica"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menometrorrhagia ("menometrorrhagia") and vulvovaginal pain ("vaginal pain"). The patient was treated with metronidazole (flagyl), minerals nos;vitamins nos (prenatal vitamins), omeprazole and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, embedded device, pelvic pain, back pain, allergy to metals, menometrorrhagia, menorrhagia, abdominal distension, mood swings, urinary tract infection, trichomoniasis, migraine, uterine leiomyoma, fatigue, weight increased, gastrointestinal motility disorder, sciatica and vulvovaginal pain outcome was unknown, the dysmenorrhoea, dyspareunia, vaginal haemorrhage, rash, vaginal discharge, female sexual dysfunction, micturition urgency and teeth brittle had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal motility disorder, menometrorrhagia, menorrhagia, micturition urgency, migraine, mood swings, pelvic pain, rash, sciatica, teeth brittle, trichomoniasis, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted on essure insertion date (previously reported as (B)(6)2013). Date of additional surgery: (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: cramping, abdominal pain, menometrorrhagia, fibroids. Lot number (2060) is not a valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic and severe pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and rash ("rash / skin condition "). The patient was treated with surgery (she underwent transvaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menometrorrhagia, dysmenorrhoea, dyspareunia, menorrhagia and rash outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, pelvic pain and rash to be related to essure. The reporter commented: discrepancy noted on essure insertion date (previously reported as (B)(6)2013). Date of additional surgery: (B)(6)2017. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Information added/updated: date of birth, essure insertion date, events added - essure confirmation test not conducted, dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, rash. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage, some fragments embedded in the tissue'), embedded device ('one of the coils was embedded in the tubes in the tissue') and pelvic pain ('chronic and severe pelvic pain') in a 31-year-old female patient who had essure (batch no. 2060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included body mass index normal. Previously administered products included for prevent pregnancy: medroxyprogesterone from (B)(6)2010, loestrin in 2009 and ortho tri-cyclen from 2007 to 2009; for an unreported indication: carisoprodol in 2009. Concurrent conditions included cervical dysplasia, traumatic brain injury, dysplasia, human papilloma virus infection and chronic cervicitis. Concomitant products included antibiotics since (B)(6) 2012 to 2014, hydrocortisone from (B)(6) 2012 to (B)(6) 2017, ibuprofen (motrin) since 2009, medroxyprogesterone from (B)(6) 2010 to (B)(6) 2011, methocarbamol since (B)(6) 2015, metronidazole (B)(6) 2011 to 2017, nabumetone from 2009 to 2017 and naproxen (B)(6) 2015 to 2015. In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), abdominal distension ("extreme bloating"), migraine ("migraines / headaches") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash / skin condition\rashes or skin conditions type: rashes"), mood swings ("mood swings"), urinary tract infection ("urinary tract infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), micturition urgency ("urgency to urinate"), teeth brittle ("dental problems- brittle teeth") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced gastrointestinal motility disorder ("abnormal bowel movements"). In (B)(6) 2015, the patient was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced trichomoniasis ("trichomoniasis"). On (B)(6) 2017, the patient experienced sciatica ("sciatica"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menometrorrhagia ("menometrorrhagia") and vulvovaginal pain ("vaginal pain"). The patient was treated with metronidazole (flagyl), minerals nos;vitamins nos (prenatal vitamins), omeprazole and surgery (hysterectomy with bilateral salpingectomy and she underwent transvaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, pelvic pain, back pain, allergy to metals, menometrorrhagia, menorrhagia, abdominal distension, mood swings, urinary tract infection, trichomoniasis, migraine, uterine leiomyoma, fatigue, weight increased, gastrointestinal motility disorder, sciatica and vulvovaginal pain outcome was unknown, the dysmenorrhoea, dyspareunia, vaginal haemorrhage, rash, vaginal discharge, female sexual dysfunction, micturition urgency and teeth brittle had resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal motility disorder, menometrorrhagia, menorrhagia, micturition urgency, migraine, mood swings, pelvic pain, rash, sciatica, teeth brittle, trichomoniasis, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted on essure insertion date (previously reported as (B)(6) 2013). Date of additional surgery: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: cramping, abdominal pain, menometrorrhagia, fibroids. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: reporters were added. Lot no. Was added. New events-mood swings, abnormal bleeding(vaginal), urinary tract infections, apareunia, trichomoniasis, migraines / headaches, urgency to urinate, fibroids, brittle teeth, nickel allergy device breakage, vaginal discharge, fatigue, sciatica, back pain, abdominal pain, vaginal pain, weight gain, extreme bloating, abnormal bowel movements, hair loss, device embedded, were added. Concomitant, historical & treatment drugs were added. Concomitant conditions were added. Outcomes were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.